Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier device required maintenance. A technical support specialist (tss) dialed into the station and logged in using the administrative account. The biometric identifier driver was reinstalled, and the station was rebooted. An email was sent to the customer requesting verification, and no error feedback was received. The case was then closed following confirmation of normal operation. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bioid device displayed a "bioid device requires maintenance" error on the ER medstation after hours. The issue was resolved after restarting the medstation and did not recur. Users were able to log in using ad alphanumeric passwords. An investigation was requested to prevent potential delays in patient care. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.